Event description:
It was reported that the patient could not adjust stimulation. It was noted that the display was showing ¿call your doctor¿ icon. It was noted that a power on reset (por) condition was reported. It was noted that the patient had just received their new programmer replacement. It was noted that the patient saw a ¿warning screen¿ on por screen.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3550-39, lot# n233072, implanted: (B)(6) 2009, product type: accessory. Product ID: 377775, lot# v020492, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).